Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the low anterior resection in a laparoscopic procedure, the device must able to cut 360 degrees, but the stapler did not cut the rectum anterior, but the stapling was done and worked. The case was completed and the surgical time extended 30 minutes or more due to anastomosis process is placed again with the difficulty and the incision extended more than 1 inch. Patient's outcome was unknown.